Event description:
It was reported that there was a connection issue between the heater line of a homechoice automated pd set with cassette and the heater bag which resulted in a fluid leak. This occurred during fill three of four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The heater bag disconnected from the heater line resulted in a solution leak. The patient restarted therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.